Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed to investigate the reported issue. A review of the event history log revealed there were no keystrokes, programming, use related, or iipv events that could cause or contribute to the reported event. A device history record review revealed no issues that could have caused or contributed to the reported issue. An internal/external inspection was performed with no abnormalities noted. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. Testing of the device pneumatic system revealed no leaks and all pressures were found to be correct and stable. A short simulated therapy was successfully performed on the device. Upon conclusion of the investigation, no failure, malfunction, or increased intra-peritoneal volume (iipv) event was identified that could have caused or contributed to the event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient died coincident with peritoneal dialysis (pd) therapy. Eight days before event of death, the patient was hospitalized for another indication. Four days after hospital admission, the patient discontinued pd therapy and was switched to hemodialysis (hd). Two days later, hd was discontinued because the hd shunt was not working. Two days later, the patient died. The cause of death was reported to be cardiac arrest. It was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.